Manufacturer narrative:
Investigation: a visual inspection revealed that the heater had detached from the hook and was lifted up and bent somewhat. There were some signs of clinical usage and some evidence of blood. Based upon the visual observations, the reported complaint for "heater detached" was confirmed. Reporter confirmed that the user did not use a wet 4 x4 gauze to clean the jaws, and thus did not follow the IFU. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vh-4000 unit malfunctioned. The harvester had cut a couple branches and then took the device out to clean the jaws. He noticed a bend in the shaft tip at the joint of the shaft and the metal. The reporter was present and stated, the user followed proper insertion technique and did not see the user use any extra force in inserting or retracting the device. A replacement kit was opened and when the harvester went to clean the jaws, he used a dry lap and bent the heater tip. A new kit was used to complete the case. There were no pt effects. The product is returning.